Event description:
A pump declared a cartridge change error, which caused the customer's blood glucose level to exceed a high value, though the specific number was unknown. The customer had not yet taken action to address the high blood glucose level at the time of reporting. Technical support instructed the customer to remove the cartridge and inspect the o-ring. The o-ring was found to be in place and undamaged. Since the customer and her husband were unable to remove the pump's case, and she had only been using the pump for a week, she decided to stop using it temporarily until she could get local assistance, reverting to multiple daily injections. Technical support advised that the issue might just require cleaning and the customer understood and planned to follow up if further issues arose after removing the case.